Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Treatment was not reported. The outcome of the peritonitis event was unknown. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.